Event description:
It was reported that pump touchscreen became frozen and did not respond, preventing customer from interacting with pump screen. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset, and was able to interact with pump screen afterward, with pump reset resolving issue.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.